Event description:
It was reported the patient is experiencing pain in her right hip. Has increasing metal ions co380nmol/l, cr312nmol/l. R3 cup 56/44 mm, 44 mm bhr mod head and a synergy stem size 13 high offset used in procedure. No part or lot numbers provided.